Event description:
Olympus was informed that the customer visera elite video system center reportedly had an ¿image failure¿ that was found during an unspecified event. No death injury or harm was reported to olympus. The device will be returned for service.

Manufacturer narrative:
No device was returned to olympus for service, however, the device was instead inspected and repaired at the user facility. The device displayed no image with error code e315. During troubleshoot, the circuit (ap) board and socket were found defective and were replaced. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.